Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has high impedances on both of the octrode leads. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was obtained, revealing that both leads were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.